Event description:
It was reported that the pt experienced burning and erythema at pump incision site several months after implant. The burning was noted following MRI imaging. The pt was treated by cessation of the MRI and ice was applied. The pt continued to experience "heat in unit" and some swelling and tenderness in the pump pocket. A culture was taken and was negative for infection. The pump contained morphine 20 mg/ml at a daily dose of 3.5 mg/day. A catheter dye study was performed and was normal. The pump was subsequently explanted; the pocket did not have the "healed, smooth" look that is usually noted after implant of 6-12 months. It is thought that she may have had a localized allergy or immune response.

Manufacturer narrative:
.